Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 08/06/2021. The following information was requested, but unavailable: could you please clarify if the patient suffered from any consequence due to the issue (pull off suture needle intra op)? Could you please provide product code and lot number? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint pc-(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if the patient suffered from any consequence due to the issue (pull off suture needle intra op)? Could you please provide product code and lot number?

Event description:
It was reported that the patient underwent a cesarean section procedure on (B)(6) 2021 and the unknown suture was used. During the surgery, the suture needle pull off occurred. Another like suture was used to complete the procedure. Additional information has been requested.